Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic arch. An 8.0mm x 40mm x 50cm athletis balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 25 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic arch. An 8.0 mm x 40 mm x 50 cm athletis balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 25 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 31 atmospheres. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal from the distal markerband. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device. The reported event was confirmed.